Event description:
It was reported that during use of this pin driver attachment in an orthopedic procedure, a piece of the device broke, fell into the surgical site and had to be retrieved. There was no report of injury during this event and no significant delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the pin driver was received for evaluation with three missing grippers. An investigation confirmed the reported problem but was unable to determine the root cause of this failure. An investigation for this failure mode remains in process. Further investigation noted that this unit was manufactured in march 2005 and has no previous repairs.